Event description:
The device was used during a laparoscopic anterior resection procedure. Reportedly, the staples were missing. The surgeon manually sutured to complete the procedure, the hosp has reported no pt injury occurred.